Event description:
It was reported during a follow up examination, it was noted under fluoroscopy this drainage catheter had fractured. The catheter was removed via the proximal end and it was noted the distal segment remained in the pt. An attempt to retrieve the detached catheter segment with a snare was unsuccessful. Successful percutaneous retrieval of the detached catheter segment ultizing a laparoscopic trocar followed. One other device was also used in this procedure. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received for eval. Therefore, a failure analysis is not avialable. As a lot number was not provided, a device history search could not be performed. The co's follow up revealed this biliary catheter was placed for drainage of an abscess in the pancreas. The co believes, the non-indicated use of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system."